Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported that her blood glucose was elevated to over 300 mg/dl this morning and there were air pockets in the infusion tubing. She changed the infusion set and bolused to lower her blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for evaluation.